Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on feb 05, 2024. With lot number 1441805. Based on the device analysis the final assessment is: deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.